Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient felt like the device was not working as well as it did several months ago so they thought it needed to be tweaked. The caller stated the patient was admitted on (B)(6) 2024 and was in the hospital for 2 weeks with aspiration pneumonia and that was when they felt like it wasn't working. The patient was released from the hospital on (B)(6) 2024 and since then, they'd been waiting for a call back from the manufacturer representative (rep) but they hadn't heard anything yet. Patient services reviewed therapy expectations and programming considerations with the caller and the caller was able to connect to see the settings. The therapy was on and the caller increased the stimulation however it was too uncomfortable for the patient so they switched the patient to a new program and increased the stimulation to a level where the patient could feel it comfortably in their bike seat. The patient is going to monitor their symptoms and the caller was going to reach out to the healthcare provider (hcp) to check the implanted system if they didn't notice an improvement in the patient's symptoms s ince their change. Patient services sent an email to the representative to notify them of the situation and redirected the patient to follow up with their managing health care provider to further address the issue if the therapy issue didn't resolve. The patient had a telephone appointment with the healthcare provider in 3 months.